Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the catheter was unable to pace during use. When the catheter was replaced, the problem was solved. Information such as the background of malfunction occurrence, the phase when the catheter got unable to pace, what kind of surgery/examination the catheter was to be used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One model d97130f5 bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. The customer report of of pacing issue was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. It was observed that the proximal leadwire was broken at 1.5 cm proximal from catheter tip. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for more than 5 min. Without leakage. No visible damage or defect was observed from the balloon, windings, catheter body and returned syringe. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing design defect. As part of the manufacturing process, 100% of the units go through a delamination inspection of the bifilar nickel magnet wire, and a continuity test for the distal and proximal electrodes. The device history record review was completed and all manufacturing inspections passed with no non conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.